Event description:
It was reported that during a percutaneous coronary intervention procedure, the coating detached. The target lesion was an abscess. During preparation prior to the procedure, the physician inspected the wire and noticed that there appeared to be some coating rubbed off or missed during inspection from the (B)(4) amplatz super stiff guide wire. The device was not used. The procedure was completed with another amplatz device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous coronary intervention procedure, the coating detached. The target lesion was an abscess. During preparation prior to the procedure, the physician inspected the wire and noticed that there appeared to be some coating rubbed off or missed during inspection from the st/035/145 amplatz super stiff guide wire. The device was not used. The procedure was completed with another amplatz device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
The complaint device was returned for analysis outside the hoop and device coating was scraped near the distal end. During inspection, the device presented a bend near the distal end, teflon coating scraped (missing) at 20 cm from the distal end (the length of section scrapped is about 4 cm), and teflon coating scraped (missing) at 40 cm from the proximal end (the length of section scraped is about 2 cm). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).